Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the remaining insulin reading was incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: no debris were observed in the cartridge compartment. The rewind and load cartridge steps were performed successfully. A cartridge was filled with 180 units of insulin and then inserted into the pump. The pump accurately recorded the amount of insulin in the cartridge. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.